Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump display froze. Customer cannot blood glucose reading at 26 mmol/l. Troubleshoot was performed. Customer reported display returned after inserting new battery. Customer insulin pump was not exposed to moisture. Customer said the spring is neither damaged nor corroded. Customer was advised to remove the battery for two hours and reinsert the battery. Insulin pump will not be returning for analysis.